Event description:
Patient came with a loose implant after nearly 2 years without any obvious reason. Please send us a report as to why it happened. As there was no obvious reason for this implant to fail. As the manufacturer tried to avoid addressing this problem.